Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was post-paced t-wave oversensing (pptwos) and oversensing non-cardiac signals on the right ventricular channel that were inappropriately binned as tachycardia events. Programming changes were implemented. The patient was in stable condition.